Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken, and the system was explanted.